Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) a nurse inspected an IV t-connector before use and discovered an fm inside, rendering it unusable; the nurse immediately replaced it.